Manufacturer narrative:
During revision procedure the stylet came out thru the lumen into outer insulation of the lead. This lead was explanted and a new right atrial (ra) lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead exhibited symptoms of twiddler's syndrome, resulting in the dislodgement of the lead. There were no adverse patient effects reported.